Manufacturer narrative:
The reported events of lead fracture, no capture, no sensing, and low impedance were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after a fall. Interrogation revealed that the right ventricular lead exhibited low pacing impedance, loss of capture, and loss of sensing. It was noted that the lead had fractured. The lead was removed and replaced. The patient was stable.